Event description:
I have been wearing contact lenses for the least 15 years without incident. My optometrist switched me to acuvue oasys with hydroclear approx 2 weeks ago at my appointment. The lenses appeared to give me no problem initially, other than lack of being able to focus immediately when switching from an object near to an object far away. It would just take my eyes a moment to "catch up." I didn't think too much of it. However, by the end of the second week of use my left eye developed what I thought was pink eye. My eye was painfully sensitive to light, bloodshot, and watering constantly. I was hardly able to stand being in a room with a small lamp on, let alone go out in the sun. Every time I moved my eye at all I winced in extreme pain. After a trip to the ER, the dr diagnosed me with a corneal ulcer. I was given a prescription for vigamox and was told that it was a good thing I came in, when I did because corneal ulcers can deteriorate so quickly and cause permanent vision loss if left untreated. I am convinced, it was a result of the "new and improved" contact lenses and I will never put these lenses back in my eyes. After reading many stories of similar experiences online, it confirmed to me that there is a connection and this product needs to be investigated!. Dose or amount: daily use. Dates of use: 2008. Diagnosis or reason for use: improve vision, improve vision. Event abated after use stopped or dose reduced: yes.